Event description:
It was reported that a system error (se) 2367 (power failure error that discontinues the present therapy and is due to a possible air in line) occurred on the homechoice (hc) device during use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: during the analysis of the returned homechoice device, a system error (se) 2240 (air in line) alarm preceded the reported se 2367 (critical system failure). Should additional relevant information become available, a supplemental report will be submitted.